Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9564-2439-lat 39 +4 lat/24 glenosphere batch 22.02481 was received for evaluation. The device was received with a blue screw part number unk batch 22.01256. Visual evaluation of the glenosphere found scratches and damage to the polish area. The threaded diameter hole had nicks. Visual evaluation of the anodized blue screw found damaged on the thread of the screw head and damaged at the distal end¿part of the screw is missing the anodized color. Scratches around the screw head diameter were also noted. It was concluded that the observed damage to the devices could most likely be attributed to the fact that they were implanted and then removed. Functional testing included attaching the glenosphere to an ar-9560-24-4, batch 15012171, with the returned blue screw to test the fixation of the glenosphere to the baseplate. The test concluded that no issues were found with the fixation of the device. The glenosphere is firmly attached to the baseplate. And no problems were encountered when they were separated. The most likely cause of the reported failure is a patient-specific event. More specifically, according to the event description, the patient had to undergo revision surgery due to an injury unrelated to the device¿s functionality or performance. No allegations were identified against the ar-9564-2439-lat serial/batch number(B)(6); however, the returned device was damaged. Refer to the investigation pictures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2024, it was reported by a facility representative via email that arthrex devices were explanted from a patient. No additional information was provided. Additional information received on 11/25/2024: the patient underwent a total shoulder arthroplasty, rotator cuff repair, capsular release procedure on (B)(6) 2024. A 24mm glenoid univers revers baseplate, a 35mm central univers revers screw, a 5.5 x 28mm peripheral lock univers revers screw, a 5.5 x 32mm peripheral lock univers revers screw, a 5.5 x 16mm peripheral lock univers revers screw, a 5.5 x 16mm peripheral lock univers revers screw, a 24 x 39mm 4 lat taper univers revers glenosphere, a 39 2mm revers shoulder cup, a 14 apex univers revers stem, a 39 3 revers shoulder liner, and a 39 6mm revers shoulder humeral spacer were implant. Due to an injury the patient underwent revision surgery and had the 35mm central univers revers screw, the 5.5 x 28mm peripheral lock univers revers screw, and the 5.5 x 32mm peripheral lock univers revers screw removed. The revision surgery was completed without implanting any additional arthrex products. Both surgeries were performed by the same surgeons at the same facility. Additional information received on 12/6/2024: the revision surgery took place on 11/13/2024. The facility representative provided part numbers ar-9563-16, ar-9560-24, ar-9501-14s, ar-9564-2439-lat ar-9563-16, ar-9561-35s, and ar-9563-28, as the explanted products.